Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314trm, ICD, implanted: (B)(6) 2012; 5076-52, lead, implanted: (B)(6) 2008; 305u23, tissue valve, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that there was early depletion of the device¿s battery. It was noted that the device had unexpected longevity as the device lasted less than three years. The device was explanted and replaced. Additionally, it was reported that the left ventricular (lv) lead's thresholds were a little high. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.